Event description:
It was reported that a proultra endo tip separated outside of a pt's mouth. There was no report of injury as no pt was involved in this event.

Manufacturer narrative:
In this incident, a proultra tip #5 separated outside of a pt's mouth. There was no report of pt injury. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.